Manufacturer narrative:
The user facility ordered replacement parts and repaired the stretcher before evaluation could be done by a stryker technician.

Event description:
It was reported the foot-end brake cam was broken.